Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used in the kidney during a kidney stone and biopsy of tissue procedure performed on (B)(6) 2022. During the procedure, the piranha forceps were opened in the kidney for biopsy. However, after opening the jaws, it failed to close. As a result, the piranha forceps was stuck in the kidney. The back of the device was unscrewed, but the device would still not collapse in order to remove. Wire cutters were used to cut the forceps and was able to remove forceps from the patient. No further biopsy on the tissue was needed after the device was removed from the kidney. There were no patient complications reported as a result of this event.